Event description:
It was reported that at least one bd cathena¿ safety IV catheter experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: I have had a bunch of defective IV catheters on my unit today that pose safety issues to my staff. Catheters we're bent in packaging & safety mechanisms not engaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that at least one bd cathena¿ safety IV catheter experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: I have had a bunch of defective IV catheters on my unit today that pose safety issues to my staff. Catheters we're bent in packaging & safety mechanisms not engaging.

Manufacturer narrative:
Investigation summary: four photos and two samples with open packaging were received. The photos were visually inspected for catheter kink and safety activation failure. From the photos, no kinked catheter was observed. A bent needle was observed for one sample, while the other sample was observed with the safety mechanism partially activated. The samples were visually inspected for catheter kink and safety activation failure. From the samples, no kinked catheter was observed. The first sample was observed with no catheter kink, but the safety mechanism was not activated, and the base of the catheter adapter was not clipped by the v-clip. The tip shield was manually pushed through the cannula and was able to be activated properly, no dent on the cannula was observed. The second sample was observed with no catheter kink, but a bent needle at the base of the catheter adapter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. On the first sample, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. The safety mechanism of the sample was able to be manually activated; no safety activation failure was observed. If the safety activation failure was caused by the base of the catheter adapter not being clipped by the v-clip, there is a 100% vision inspection system on the assembly line to reject the part due to the lie distance being out of specification when the catheter adapter is not in the correct position. The vision system was challenged with the returned sample and was able to fail and reject the sample. For the second returned sample, a bent needle was observed at the base of the catheter adapter. The lie distance 100% vision inspection system was also able to fail and reject the sample due to the sample being out of the camera scope if the needle was bent. At the needle cover loading station, the sample would not be able to be loaded with the needle cover due to the bent angle being out of the needle cover loading alignment. This is inconsistent with the returned sample, where the needle cover was found to be available in the packaging. As the samples were returned in open packaging, the actual root cause cannot be established.